Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the printed circuit board was defective, there was no video signal coming from the composite video output port; and for the finding reported as ¿burn mark" found on the printed circuit board, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that there was no signal coming from the composite video output port and there was a burn mark on the printed circuit board. There was no patient involvement.